Event description:
It was reported that at the user facility, the battery charger was smoking. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was reported that during the device eval at the MFR's facility, the device was found to be burnt. Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.